Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided); cause was unknown. Reportedly, the customer required assistance from parent to treat bg level via being awoken and given carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.